Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported stylus issue; the stylus did not align with the cursor. Overlay/bezel assembly found out of electrical specification. Analysis also confirmed the reported slow initial startup. It took two minutes thirty seconds for initial startup; after that, it took about 22 seconds to boot up. Software was updated to address the slow boot problem. Analysis also found the right antenna failed functional test due to the antenna being loose. It was noted one screw was falling off the power supply. (B)(4).

Event description:
It was reported the stylus pen would not work (calibrated and replaced twice). It was also reported the programmer was running slow upon initial start up. The programmer was returned for repair. There was no patient involvement.